Manufacturer narrative:
An event regarding intra op fracture issue involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions: the exact cause of the event could not be determined because products were not returned. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) was implanting a insert during a partial knee replacement. After impacting it he saw what he thought was a crack. He informed the rep to open another for his comfort level.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr. (B)(6) was implanting a insert during a partial knee replacement. After impacting it he saw what he thought was a crack. He informed the rep to open another for his comfort level.